Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The scope socket was faulty and causing a miscommunication problem between the unit and the 190 series scope. Additionally, it was noted that the lamp life meter was reading at 500+ hours and needs replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her evis exera iii xenon light source was not recognizing the scope. According to the initial reporter, this event did not take place during a procedure and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty/broken scope socket could not be identified. However, it¿s likely the cause is related to the socket accidentally being broken or receiving excessive force. The phenomenon may/could have been prevented by following the instructions for use below: [important information ¿ please read before use] . -do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.